Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information. The 2.5 x 28 mm promus (part 1009527-28b, lot 9071441), 2.5 x 28 mm promus (part 1009527-18b, lot 9082041) are being filed under separate MFR#'s.

Event description:
Device issue: stent dislodgement. Time of device issue: during the procedure. Adverse event: none. It was reported that during a procedure of the diagonal/interventricular artery (iva) bifurcation, the promus was being advanced through the introducer sheath valve and the stent dislodged. The device was not used in the procedure. A second and a third promus stent were used, however, each stent became 'caught' when the physician tried to reposition them in the anatomy. Both stents were retrieved successfully without any patient incident. A fourth promus stent was successfully deployed in the iva using a kissing balloon technique. There was no reported patient effect. No additional information provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.